Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer performed a supply change to address the issue. Subsequently, an additional occlusion alarm occurred. Multiple attempts were made by tandem technical support to follow-up with the customer concerning the second occlusion, but no response was received. The customer's blood glucose level was 390 mg/dl.